Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose levels. The customer's blood glucose level was 2.9 mmol/l at the time of the incident. The customer was treated with glucose tablets. The customer did not mention any symptoms. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer did not receive medical treatment for the low blood glucose event. The insulin pump will not be returned for analysis.